Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the plunger of a bd" syringe with bd luer-lok" tip. This was observed before use and there was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
A sample was received in the (B)(4) plant for evaluation. Grease/oil was found in the plunger hub of the syringe therefore failure mode is verified. Audits are performed weekly to identify if cleaning of the chains is required. A DHR was completed and no defects were found. No quality notifications were issued for this batch. During the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. Retraining to all operators, mechanics, and technicians to remind them to not overgrease/oil the printing chains and avoid contaminating syringes was performed 8/1/2017.